Event description:
During troubleshooting of a check final line alarm that appeared on the homechoice (hc) unit display, while the patient was not connected, in prime, the home patient (hp) stated the supply bag had a loose connection while in prime and was leaking. The technical service representative (tsr) informed the hp to start over with all new supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the customer, he stated the hc alarmed check final line and he noticed the supply bag had a loose connection and was leaking. He stated the connection did not seal right. He called the tar line and the technical service representative (tsr) told him to start over with new supplies. After starting over with new supplies, everything worked fine. He is ok and has been able to continue therapy.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4), this complaint for a leak was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.